Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed in the lab. The results of a sample evaluation revealed that both occluder feet were broken. A root cause was undetermined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate

Event description:
A customer reported to baxter (B)(4) that during use a transfer set leaked even if the clamp was closed. It was noted that no additional disinfectants were used. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.